Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, the red (-5v) wire was severed inside the cable connecting the distribution node (dn) and front therapy electrode (te). The cause of the non-functional electrodes is the damaged wire. The root cause of the damaged wire is physical abuse. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned a belt indicating that the ECG electrodes were non-functional.